Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the implantation procedure, the radio frequency (rf) telemetry was disabled to allow the device to be implanted into the patient. When the rf telemetry was enabled again, the device went into backup vvi mode due to the use of electro cautery. The device was reprogrammed and the patient was stable.